Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the gantry of the imaging system would not move and indicated to calibrate motion. All the button on the pendant were pressed but the buttons were not responding except emergency stop and reset. Rebooting the system resolved the issue. There was no patient present at the time of the issue.